Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired over an existing clip and when they fired it again it locked on the cystic duct and shot out a malformed clip and it was retrieved laparoscopically. It was manually pulled open to get it off. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4). The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.